Manufacturer narrative:
The device remains implanted, therefore no product analysis can be performed. Without return of the device, a conclusive cause cannot be determined. (B)(4).

Event description:
Medtronic received information that during the implant of this transcatheter bioprosthetic valve into a non-medtronic surgical aortic bioprosthetic valve, the transcatheter valve was deployed to 2/3 and under expanded. The valve was released and dislodged into the ascending aorta. A snare was used to secure one of the outflow tabs and a balloon aortic valvuloplasty (bav) was performed on the surgical valve. A second transcatheter bioprosthetic valve was implanted successfully. No adverse patient effects were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.